Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the imaging system. It was reported that the system would not start. It was identified that the fuses blew and needed to be replaced. A full system checkout was performed, after the part was replaced and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile viewing station (mvs) sparked and would not power on when unplugged. The fuses blew. This happened when the system was removed from the storage closet. No patient present.